Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.